Event description:
It was reported that the patient presented for a follow up in clinic with over-sensed noise recorded in automatic mode switch electrograms for the atrial lead. Noise was not reproducible with isometric testing. No changes were made. The patient was in stable condition.